Event description:
Pt's mother reports son had an infected cornea in (B)(6) 2011. F/u appointment on (B)(6) 2012 notes that the pt complains of redness and irritation when wearing the lens and decreased visual acuity (blurred vision). The medical report notes the pt was diffuse stromal infiltration, mild conjunctival injection especially peri-limbal and was prescribed tobradex. It was noted at the f/u appointment that the pt had improved infiltration in both eyes and visual acuity is 20/20 with correction in both eyes.